Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer states the device has a low battery message on the display. There was no pt involvement.